Event description:
A customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer subsequently lost consciousness and received treatment of glucose injection by wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) has been updated to (B)(6) based on returned product. Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was activated with a retained reader and a linearity test was performed. A high & low glucose alarm was successfully activated. Therefore this complaint is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer subsequently lost consciousness, and received treatment of glucose injection by wife. There was no report of death or permanent injury associated with this event.